Event description:
Product problem with synthes uss-1 posterior spinal instrumentation system. Routine l4-s1 posterior segmental instrumentation was performed uneventfully. Postoperative imaging has revealed early perioperative fracture of metallic collar which was placed to hold left sided rod to s1 pedicle screw. We have noticed a sudden increase in intraop/postop breakage of these collars at our academic institution after almost 20 years without problems. These breakages have all been reported to synthes representatives.